Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high and rising thresholds and high and rising pacing impedance. A lead fracture was noted. At explant, a left subclavian vein occlusion was noted. An elective extraction was performed and a new rv lead was placed. No further patient complications have been reported as a result of this event.